Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified de novo mid left anterior descending artery. A 2.25 x 28 mm xience prime sv stent catheter was implanted and a proximal edge dissection occurred, which was treated with a 2.5 x 15 mm xience pro stent catheter in order to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.